Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/solution infusion set was leaking from the bung. The issue was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured on march 2022. H10: the actual device was not available; however, retention samples were evaluated. A visual inspection was performed and there was no obvious issue or damage detected. The retention samples were also gravity tested and leak tested under water; no leaks were observed. The retention samples met product specifications. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photographs and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported problem could not be verified or refuted. Should additional relevant information become available, a supplemental report will be submitted.